Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-5028c-09 was received for investigation. Visual inspection identified that the threads along the returned biocomposite screw had stripped both at the distal and proximal ends. The hex was clogged with remnants of tissue, and additional pieces of tissue were identified within the threads. It was identified that the method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. As such, a probable cause can be attributed to improper bone preparation.

Event description:
It was reported that during an anterior cruciate ligament surgery the device did not offer any hold during insertion. The thread did not grip and did clearly strip off. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-5035tc-09). It was not necessary to switch the surgical technique or do a second surgery.